Event description:
The ceiling suspension arm of the injector is broken. The suspension did not fall because of the safety device. No injury to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.